Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level was 179 mg/dl. The customer applied more force to the wake button to resolve the issue. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Based on the analysis, the alleged wake button issue could not be verified.